Event description:
Additional information was received that surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
Additional information: h6 - method code: 4117 has been updated to 4114.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-32671. It was reported that patient did furniture building work and experienced ineffective therapy. Diagnostics showed high impedance on the leads. Reprogramming did not resolve the issue. Surgery may occur to address the issue.